Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three months and twenty-six days post port placement, there was issue with flushing. The chest wall mediport site was prepared and then accessed with a huber needle which was confirmed under a spot fluoroscopic image. The port was then aspirated. Blood was unable to be aspirated freely from the port. The right chest wall mediport was fractured at the hub with the catheter terminating in the mid superior vena cava. The catheter of the port fractured at the hub with one piece of catheter remaining on the port and one piece of the catheter free-floating. Around one day later, the fracture subclavian port removal was planned. The inflow catheter was identified and was completely fractured from the port. The port was dissected free from any remaining attachments and removed from the patient. Therefore, the investigation is confirmed for the reported fracture, difficult to flush, suction issue and material separation. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiry date: 09/2024), g2, g3, h6 (device, method) h11: b3, d4 (medical device lot number), h6 (result) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that three months and twenty-six days post port placement via the right suvclavian vein, the device allegedly had issue with flushing. It was further reported that blood was allegedly unable to be aspirated freely from the port. Furthermore, the catheter of the port was allegedly fractured at the hub with one piece of the catheter remaining on the port and one piece of the catheter found to be free-floating. Reportedly, the port and the pieces were removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that post port placement , the catheter was allegedly fractured. There was no reported patient injury.